Event description:
Yellow colored lining of catheter coming off during procedure. Surgeon retrieved particles inside patient with grasper. Procedure completed without further incident. Additional information received 07/20/2009 - all particles removed from the patient's bladder during same procedure; no additional procedures required. Patient's current status - fine.

Manufacturer narrative:
The product was not returned for evaluation, however, our sales representative was allowed to visit the facility and view the catheter. In viewing the catheter, in two areas, the catheter material had been peeled back; noting the material to be lightly scraped along with portions of the scraped material to be attached to the catheter. The surgeon had indicated small particles from the catheter were retrieved from the patient using graspers, no additional particles were present when viewing the catheter. The appearance of the catheter indicates most likely the catheter has been scraped on an instrument of undetermined origin causing the difficulty experienced. Should additional information be obtained it will be forwarded.